Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument was observed to have a broken cable at the distal end. Customer stated that cable breakage could have caused serious burns and larger vessels could have been severely burnt leading to an emergency conversion.

Manufacturer narrative:
The 8mm maryland bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.